Event description:
A malfunction on the pump was reported by the caller, identified by a specific code and fault ID. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, which resolved the issue. The customer was advised to continue using the pump and to contact support if the malfunction recurs.